Event description:
It was reported that, pt complaining about pain and leg groin. She had x-rays and blood work done. Add'l info: pt was revised due to rejuvenate. Ion level elevated and pain. Stem was removed with some difficulty and secur-fit plus was implanted. A cable was also secured around proximal aspect of femur.

Manufacturer narrative:
No add'l info is available at this time. The device is not available due to the ongoing litigation. Should device or add'l info become available, the eval summary will be submitted in a supplemental report. This is the same pt/event as: MFR number: 2249697-2012-01439.